Manufacturer narrative:
Follow-up # 1 date of submission 04/19/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the daily insulin delivery totals were reviewed and correctly reflect the user's programmed basal rates showing the pump was delivering correctly up until the last date used by the patient. There were no alarms or errors associated with the complaint in the black box or alarm history; only typical usage was observed. The pump passed the 29 hour flow test and was found to be delivering within the specification. The complaint was not duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that she had been experiencing elevated blood glucose (bg) for the past month and her healthcare provider (hcp) believes the pump is not delivering properly. The patient stated her bg has elevated to 425mg/dl with no reported signs or symptoms of hyperglycemia. The reporter stated that her hcp checked her for scar tissue and denied any site/set issues, and that her hcp determined the elevated bgs are due to a pump issue. Customer technical support reviewed the pump with the patient and found all settings and histories are correct. Troubleshooting indicated no delivery issues, however the pump was replaced due to hcp insistence. The reported bg excursion does not meet animas' criteria for an adverse event. This complaint is being reported due to the hcp's allegation that the pump is not delivering appropriately.